Event description:
As the result of an adverse event in our facility in which there was a delay in responding to alarms leadership decided to implement an action plan in which the central monitoring system can not be silenced at the nurse's station, instead alarms would need to be silenced at the bedside. However upon programming the alarms it was discovered that both red and yellow alarms have to be reset at the same site i.e., either the pt room or the central station. Ideal programming would allow the choice for yellow alarms to be silienced at the central station and red alarms to be silienced at the bedside.